Event description:
Per abbott rep: the ipg had to be explanted due to a defect with the bluetooth within the ipg. This bluetooth issue was determined after extensive troubleshooting by our field representatives and abbott's internal technical support team.